Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to a follow-up in clinic with diaphragmatic stimulation. Upon interrogation, it was noted that diaphragmatic stimulation was exhibited by the left ventricular - lv lead. The lv lead was deactivated. The patient then presented for an lv lead revision procedure. The lv lead was capped and replaced (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.